Event description:
Related manufacturer reference numbers: 2017865-2021-31921, related manufacturer reference numbers: 2017865-2021-31922. It was reported that the patient presented in emergency room (ER) due to infection. Green or yellow discharge was observed from the pocket incision site. The pacemaker, atrial lead and right ventricular (rv) lead were explanted and a new pacemaker system was implanted on (B)(6) 2021. Patient condition was stable.